Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a discrepancy in the longevity of the device's battery was observed following an MRI scan. Abbott technical support was contacted and confirmed that the event was due to the clearing of diagnostics data prior to the MRI scan and not due to any battery malfunction. No intervention was performed; the patient was stable and there were no adverse consequences.